Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 42 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 35 mm, proximal diameter of non-aneurysm aortic neck was 20 mm, distal diameter of non-aneurysmal aortic neck was 20 mm, diameter of right iliac artery was 11 mm, diameter of left iliac artery was 10 mm, diameter of right femoral artery was 7 mm, and diameter of left femoral artery was 7 mm. The right and left iliac arteries were moderately tortuous. Degree of circumferential thrombus and / or calcification was 10%. A pre-implant adjunctive procedure of the left renal artery stenting was performed. It was reported that after initial endurant stent graft implant there was a type iib endoleak observed in the lumbar-ima vessel. There was no reported intervention or action taken. It was reported that during the three year follow up a CT with contrast noted a type ia endoleak. There was no reported intervention or action taken. No additional clinical sequelae were reported and the patient is doing fine.